Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No blank display anomalies noted. However, pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarm and the display was blank. The customer's blood glucose level was 389 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.